Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Customer satisfied after control test at the time of the call. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern was resolved- unable to establish contact with the customer at this time. Unable to send product letter. No address for the customer on file.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 72, 85 and 78 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer is using the correct testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back-to-back blood test was not performed by the customer. Product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/16/2020, and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6). Customer called in concerned about low results. Advised customer of meter variance. Customer is storing strips properly and is using the correct technique. Ran control solution test and results are within range. Customer will continue to use meter.